Event description:
It was reported that the pacemaker (pm) was explanted due to an advisory. No device malfunction reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.